Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were cracks on the product. The complaint cannot be confirmed based on the sample provided by the customer. There is no sufficient evidence to assure this issue was originated during the manufacturing process. The sample was not received in the original packaging, and a lot number was not provided. The root cause for the reported condition could not be identified.

Event description:
The customer alleges the adaptor fails due to cracks in the adaptor. No patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges the adaptor fails due to cracks in the adaptor. No patient injury or harm.